Event description:
(B)(4)

Manufacturer narrative:
Hill-rom is filing this as an initial report. We are conducting a complaint investigation and will be submitting a follow up report as soon as more info is available.